Event description:
Patient called stating that display module was reading "not connected" when connected to the power module. Problem was with white lead on controller. Controller switched and problem was eliminated.